Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) pocket site. Additionally, it was assessed that the ipg incision site had not completely closed. Therefore, the patient was hospitalized and underwent a procedure to wash out the ipg pocket site. The patient was stable post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208550. Model: sc-9208-55. Serial: n/I. Batch: n/I. Product family: scs-adapters. Upn: m365sc9208550. Model: sc-9208-55. Serial: n/I. Batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) pocket site. Additionally, it was assessed that the ipg incision site had not completely closed. Therefore, the patient was hospitalized and underwent a procedure to wash out the ipg pocket site. The patient was stable post operatively. Additional information was provided that the patients infection remained ongoing after the wound wash out procedure. The ipg pocket site remained open exposing the ipg. The patient had been placed on antibiotic medication and a culture was taken which confirmed the presence of serratia.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7074907. Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15 . Serial: (B)(6). Batch: 7072855.